Event description:
It was reported that during a da vinci-assisted ephroureterectomy surgical procedure, the jaws of a force bipolar instrument were not aligned. Additionally, the caller stated that a fragment fell into the patient, and it is unknown if it was retrieved. The patient got an x-ray to determine if any parts were left inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was inspected by the scrub technician prior to use and there was no damage noted. The surgical task being performed was dissection. It was not confirmed that fragments of the instrument fell off into the patient. The customer took the necessary precautions just in case fragments did break off the instrument (filed an incident report and took a 2-view x-ray), but it was never confirmed or reported. The surgeon believes it was just a faulty arm because they were dissecting tissue for about 3 minutes. The arm just went out of view from the surgeon and stopped functioning (moving). Additionally, the surgeon did not notice any issues with the functionality of the arm for the 3 minutes that it was in use. The instrument was used to dissect very delicate tissue. There were no collisions of the arms, hard materials, etc. The joint of the instrument broke, so it was not able to be straightened out to remove from the cannula. The entire 8 mm da vinci cannula had to be removed from the abdomen of the patient with the instrument still inserted in the cannula. There was no report on injury, a new cannula was inserted to that patient to complete the procedure. The port incision was not increased. The customer also confirmed that there was no issue on the universal surgical manipulator (usm); the customer was referring to the instrument and called it an "arm".

Manufacturer narrative:
Based on the claim against the product by the customer noting that the jaws did not align on the instrument, an investigation in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. It was unknown if the fragment was retrieved. At this time, it is unknown what caused the breakage to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of instrument grips bent to be related to the customer reported complaint. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a .046¿ offset at the tips. Additional observations not reported by the site were also identified. The instrument was found to have a dislodged molded insulator. The molded insulator was dislodged at the base of the grip. The root cause of dislodged molded insulator is typically attributed to the user. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Signs of corrosion were also found on the instrument bearings. Pitch, grip, and roll input disk bearings exhibit orange discoloration.

Event description:
Refer to h10/h11 for follow-up information.